Event description:
During a gastric bypass procedure, during the firing of a plcr60b reload via an i60 stapler, several staples were not properly formed and were not deployed into the tissue. Two other plcr60b reloads were used to complete the procedure.

Manufacturer narrative:
The returned plcr60b reload had some damage consistent with its having been improperly loaded into the concomitant device (i60). A new reload cover has been implemented. The new cover will provide to the user positive feedback that the reload has been properly installed. This report covers device #1 (plcr60b). Device #2 (idrivec) is covered in report 2532140-2008-00031.evaluation summary: 1x plcr60b with older revision cover. Tissue bumps are not damaged and shuttle traveled full distance. Several staples remain jammed on the reload. Retention bumps are damaged indicating the reload was not fully seated. Picture is attached.